Event description:
It was reported that the insulin pump was exposed to water and was not working. The customer was pushed into the swimming pool. The customer's blood glucose was 403 mg/dl. The insulin pump had been alarming battery out limit. The alarm history could not be checked due to the unresponsive keypad. The customer changed the battery, and the insulin pump rebooted to a black screen and when the device was turned on, the device alarmed battery out limit. Then, the screen lit up and the device alarmed battery out limit, again. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.